Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder. The rep stated that they had to check the patient's impedances, and did not know why they had been asked to interrogated the patient's ins but suspected there was some problem with the ins. The rep stated that the patient had not charged their right ins for about five years. Physician reported previous to that event the issue with recharging was not user related as patient was able to recharge the opposite side. The rep also indicated a possible issue with lead placement on the right side as another possible issue. The rep wanted to pursue and not immediately a compassionate replacement for the patient. It was discussed removal of right side was not required. No falls/trauma that could be related to the issue was reported. The physician was concerned the ins would need to be replaced due to high settings and frequent recharging. Patient recharges 2.5 hours daily. It was reviewed that the ins recharger (ins r) statistics might be helpful to determine how fast the ins was depleting but the rep suggested it appeared a normal towards end of service (eos) ins. No patient symptoms were reported. Patient was at 10.5v, 3 cathodes c+, - without insr stats it sounds like the ins was draining 50% daily (2.5 hours recharging a day) which is middle of life for ins battery capacity after longevity was performed. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the device had not worked for five years and no action had been taken to resolve the over discharge. The rep indicated that they would be meeting with the patient to get statistics on their ins recharger (insr) for the battery life on the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.